Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. Pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient experienced abdominal pain. The patient was admitted to the emergency room with free air in the abdomen due to the complications from peg tube placement. In the emergency room, a cat scan was performed which confirmed the stomach was not on the abdominal wall, that there was significant free air, and no obvious fluid collection. The patient was taken for surgery and used a veress needle and evacuated the peritoneum, gently brought the stomach back to the abdominal wall, and reattached the device using the locking mechanism provided. The external bolster was loosened by the physician.